Manufacturer narrative:
Device evaluated by MFR.: the reported nc quantum apex was received in the product pouch with blood and contrast throughout the distal lumen. Visual and microscopic examination identified a pinhole, 9mm from the distal tip. Examination of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Tip damage was also found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right radial artery. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). The physician pre dilated the lesion with the 3.5mm x 15mm quantum apex balloon catheter that was inflated to 12atms. A 3.5mm non-bsc stent was implanted. For post dilation the quantum apex balloon was inflated to 18atms and ruptured upon the first inflation. The device was removed from the patient intact and the procedure was completed with a different 3.5mm device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the right radial artery. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). The physician pre dilated the lesion with the 3.5mm x 15mm quantum apex balloon catheter that was inflated to 12atms. A 3.5mm non-bsc stent was implanted. For post dilation the quantum apex balloon was inflated to 18atms and ruptured upon the first inflation. The device was removed from the patient intact and the procedure was completed with a different 3.5mm device. No patient complications were reported and the patient's status is good.